Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine infection ('infection (other) describe: uterus damage') in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test". On (B)(6) 2017, the patient had essure inserted. In (B)(6) 2017, the patient experienced uterine infection (seriousness criteria medically significant and intervention required), pelvic pain ("pain pelvic"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes"), ovarian cyst ("reproductive system disorder or condition type of disorder or condition: cysts on ovaries"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), vulvovaginal pain ("pain vaginal"), abdominal pain ("pain abdominal"), back pain ("pain back"), cystitis ("infection(bladder/urinary tract/vaginal): bladder"), urinary tract infection ("infection(bladder/urinary tract/vaginal): urinary tract") and vaginal infection ("infection(bladder/urinary tract/vaginal): vaginal"). The patient was treated with surgery ((bilateral salpingectomy)). Essure was removed on (B)(6) 2018. At the time of the report, the uterine infection, pelvic pain, vaginal haemorrhage, menorrhagia, female sexual dysfunction, bladder disorder, urinary tract disorder, ovarian cyst, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, vulvovaginal pain, abdominal pain, back pain, cystitis, urinary tract infection and vaginal infection outcome was unknown. The reporter considered abdominal pain, back pain, bladder disorder, cystitis, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, menorrhagia, ovarian cyst, pelvic pain, urinary tract disorder, urinary tract infection, uterine infection, vaginal discharge, vaginal haemorrhage, vaginal infection and vulvovaginal pain to be related to essure. The reporter commented: patient reports after essure removal most, if not all symptoms decreased. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-aug-2019: pfs was received - previously reported event ¿ injury¿ was updated with ¿abnormal bleeding (vaginal)¿. New events added-¿ abnormal bleeding (menorrhagia), infection (bladder/ urinary tract/vaginal), apareunia, uterus damage, bladder or urinary problems or changes, cysts on ovaries, dysmenorrhea, dyspareunia, vaginal discharge, fatigue, vaginal pain, pelvic pain, abdominal pain, back pain, she did not undergo confirmation test¿. Patient demographics added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine infection ('infection (other) describe: uterus damage') in a 24-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test". The patient's medical history included dysmenorrhoea, chlamydial infection, multiparous and endometriosis. Concurrent conditions included ache, bleeding intermenstrual, laparoscopy, paratubal cyst, hemorrhagic ovarian cyst, peritoneal biopsy, cyst drainage, ovarian enlargement, appendix disorder and left lower quadrant pain. Concomitant products included ondansetron for nausea and vomiting, oxycodone hydrochloride;paracetamol (oxycodone and acetaminophen) for pain as well as ethinylestradiol;norethisterone acetate (norethindrone acetate and ethinyl estradiol) since (B)(6) 2018 and ibuprofen since (B)(6) 2018. In (B)(6) 2017, the patient experienced uterine infection (seriousness criteria medically significant and intervention required), pelvic pain ("pain pelvic"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)/menorrhagia (heavy menstrual bleeding)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes"), ovarian cyst ("reproductive system disorder or condition type of disorder or condition: cysts on ovaries"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), vulvovaginal pain ("pain vaginal"), abdominal pain ("pain abdominal"), back pain ("pain back"), cystitis ("infection(bladder/urinary tract/vaginal): bladder"), urinary tract infection ("infection(bladder/urinary tract/vaginal): uti (urinary tract infection)") and vaginal infection ("infection(bladder/urinary tract/vaginal): vaginal"). On (B)(6) 2017, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower ("pain in both sides of my lower abdominal area"). The patient was treated with surgery ((bilateral salpingectomy)). Essure was removed on (B)(6) 2018. At the time of the report, the uterine infection, vaginal haemorrhage, bladder disorder, vulvovaginal pain, back pain, cystitis, urinary tract infection and vaginal infection outcome was unknown and the pelvic pain, menorrhagia, female sexual dysfunction, urinary tract disorder, ovarian cyst, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, abdominal pain and abdominal pain lower had not resolved. The reporter considered abdominal pain, abdominal pain lower, back pain, bladder disorder, cystitis, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, menorrhagia, ovarian cyst, pelvic pain, urinary tract disorder, urinary tract infection, uterine infection, vaginal discharge, vaginal haemorrhage, vaginal infection and vulvovaginal pain to be related to essure. The reporter commented: patient reports after essure removal most, if not all symptoms decreased. She had received treatment for following events "pain: dysmenorrhea (cramping),dyspareunia (painful sexual intercourse),pelvic/abdominal, apareunia, vaginal discharge, bladder/urinary problems, fatigue, ovarian cyst". Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: " pelvic pain, menorrhagia, dysmenorrhea , dyspareunia, abdominal pain". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2019: plaintiff fact sheet received. Event ¿pain in both sides of my lower abdominal area¿ was added. Event outcome of the following events ¿uti (urinary tract infection), pain: dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic/abdominal, apareunia, menorrhagia (heavy menstrual bleeding), bladder/urinary problems: urinary problems, vaginal discharge, fatigue, ovarian cyst¿ was updated to not recovered/not resolved. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.